Event description:
Error in crw integra device. We performed numerous phantom tests and have concluded that the localizer has a mismatch of 0.6mm vertical relative to the brwlf space. The brwlf(brw localizer frame) geometry may mismatch brainlab elements data as a contributor. We see a vertical difference between radionics software and brainlab. The data suggests that either on manufacturing side or software side there is around a 0.5mm vertical problem that needs to be fixed across integra, brainlab, phantom, precision arc, and brw localizer frame.